Manufacturer narrative:
A draeger technician evaluated the involved equipment (excluding the disposable spo2 sensor and ECG leads which were not available) on site with no malfunctions identified. Additional information was requested including a detailed sequence of events of readings for this event (time the cap gas was taken / what the spo2 reading from our monitor was when the fio2 was 0.4 to 0.5 / was another cap gas reading taken when the baby desaturated at 6.50am (spo2 87% on fio2 of 1 / 100%) or was the monitor just switched to philips?). However, this information could not be provided as the nurse that reported the issue is now out on long term sick leave. Therefore, root cause cannot be determined. If/when further information becomes available, a child investigation will be opened to document the investigation results.

Event description:
It was reported that the m540 discrepancies in heart rate, resp and sats , when you compare with portable monitors. Baby was tachypnic, resp 80-100/m requiring fio2 up to 40-50%. X2 met call. Cap gas repeated, looks good. Paed inform neonatologist on call, changed position. Observe for another couple hrs, saturation become 93-96%. At 0650hrs baby had desats and require fio2 100% and still sats are 87%. We have changed the monitor to the portable philips and sats become 100% and fio2 down to 30% within 5 minutes. Since then using the portable monitor and currently fio2 is 23%. Once it was realized that the spo2 reading was inaccurate based on another monitor's reading and also the appearance of the baby, the oxygen therapy being administered was immediately adjusted. There was no patient injury but this did influence the treatment being received, and put the baby at risk of receiving pure oxygen unnecessarily and can be detrimental to their health.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the m540 discrepancies in heart rate, resp and sats , when you compare with portable monitors. Baby was tachypnic, resp 80-100/m requiring fio2 up to 40-50%. X2 met call. Cap gas repeated, looks good. Paed inform neonatologist on call, changed position. Observe for another couple hrs, saturation become 93-96%. At 0650hrs baby had desats and require fio2 100% and still sats are 87%. We have changed the monitor to the portable philips and sats become 100% and fio2 down to 30% within 5 minutes. Since then using the portable monitor and currently fio2 is 23%. Once it was realized that the spo2 reading was inaccurate based on another monitor's reading and also the appearance of the baby, the oxygen therapy being administered was immediately adjusted. There was no patient injury but this did influence the treatment being received, and put the baby at risk of receiving pure oxygen unnecessarily and can be detrimental to their health.